Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks from the device resulting in therapy exhaustion. The patient went to the emergency room for assessment. It was noted that the device was programmed to one zone 170 beats per minute (bpm), and analysis of the electrogram (egm)s showed that the patient received shocks for a sinus tachycardia rate of 180 beats per minute (bpm). The device was reprogrammed to one zone 220 beats per minute (bpm) and discharged home. A regular follow up will take place in (B)(6) 2026. No adverse patient effects were reported. The sicd remains implanted.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observation is a known inherent risk with use of this product. This device remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks from the device resulting in therapy exhaustion. The patient went to the emergency room for assessment. It was noted that the device was programmed to one zone 170 beats per minute (bpm), and analysis of the electrogram (egm)s showed that the patient received shocks for a sinus tachycardia rate of 180 beats per minute (bpm). The device was reprogrammed to one zone 220 beats per minute (bpm) and discharged home. A regular follow up will take place in (B)(6) 2026. No adverse patient effects were reported. The sicd remains implanted.